Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that the clip opened while locked. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3. One clip was deployed successfully. A second clip delivery system (cds) was advanced to the mitral valve; however, the clip failed to establish final arm angle (faa) two times. After troubleshooting was performed, the clip opened slightly, but maintained an angle that was close enough to stay on the leaflets; therefore, the clip was deployed. Two clips implanted, reducing mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported clip opened while establishing final arm angle (faa) and clip opened while locked could not be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design or labeling.